Event description:
Patient reported their front tooth filling fell out and had to be replaced. The filling fell out from the pressure of the aligners and poor fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.